Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation, the device remains implanted. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that following bilateral micro-stent implantations, the patient experienced hypotony in one eye and fibrosis developed between lens and vitreous in the other eye. Additional information was received reporting during surgery, the implant of one of the devices was more difficult with blood noted. The patient then presented with hyphema on postop day one. The hyphema was resolved upon the next visit, however, the surgeon noted a red and white fibrin 'clot' attached to the posterior capsule. There were no other posterior segment abnormalities noted. There was no clarification received as to which eye experienced these events, therefore, it will be reported against both eyes. This report is for the first eye experiencing hypotony.

Manufacturer narrative:
No sample has been returned for evaluation for the report of hypotony clot; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. No information is provided regarding the patient's intraocular pressure (iop) at the time of the hypotony report, and there is no evidence that the hypotony was clinically significant (e.g., resulted in reduced visual acuity). There is some confusion regarding the presence of intraoperative complications associated with this case due to imprecise reporting; however there is no report of device failure. Due to the co-mingling of information reported on this event with an event reported in the fellow eye, it is possible that postoperative hyphema may have occurred, along with hypotony. Possible root cause is that both postoperative hypotony and hyphema are established risks associated with device implantation, which are clearly identified in product labeling. (B)(4).